Event description:
The account stated that suspect patient results were generated on the prism htlv I/ii assay due to htlv probe wash not being dispensed. The htlv probe wash bottle was loaded with the other new wash bottles in 2008. The prism analyzer was used until the morning of two days later, when it was noticed the htlv probe wash bottle was full and the volumes in the other wash bottles were low, matching the manage resource. The customer attempted several dispense volume (dv) validations and the tests failed due to no liquid being dispensed into the dv tool cups. The customer stated about 4000 suspect results were generated during that timeframe. An abbott field service engineer replaced the probe wash reagent pump to resolve the issue. The account is retrieving the samples that are still available so they can be retested. Specific information on one patient sample was provided where the results switched from nonreactive to reactive. Initial testing was nonreactive (0.31 s/co) and upon retest, reactive results of 1.20, 1.17 and 1.21 s/co were obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The prism instrument is designed with dispense verify sensors at selected reagent or wash dispense positions that monitor for reagent/ wash dispense. The prism htlv-I/htlv-ii probe wash does not impact assay sensitivity such that a false negative result could occur. The assay calibrators, assay control, and release control(s) all function as modes of control to monitor system functions prior to release of test results. It was noted that for all runs, the assay calibrators, assay control, and release control(s) were all within specifications. The cause of no probe wash being dispensed was the probe wash pump. No visual damage was noted on the pump; however, build-up was noted on both the pump head and motor. An investigation performed in our failure analysis laboratory demonstrated the pump failed the dispense volume test due to no dispense detected. Verification of the pump rotation is monitored by an independent sensor for each dispense during sample processing. If an error is detected, the affected sample is not reported. In this case the reagent pump rotated correctly but did not dispense probe wash. The customer repeated testing of the approximately 4,000 nonreactive samples from the runs that had no probe wash being dispensed. All samples retested as nonreactive with the exception of one sample, which generated low level repeatedly reactive results with s/co values of 1.20, 1.17 and 1.21. Previous s/co (with no probe wash) was 0.31. Supplemental testing of this sample was performed using abbott htlv-I/htlv-ii eia, list 07a92, and was nonreactive, indicating that the sample is not positive for antibodies to htlv-I/htlv-ii. Since the sample tested non-reactive using the eia, it supports the original non-reactive test results reported with no probe wash present. No other confirmatory type testing was performed on this sample, and the sample was not made available to us for further evaluation. No product deficiency was identified related to the prism instrument or reagent pump. The abbott prism operations manual section 6, instrument calibration procedures, describes the procedure for the dispense volume test including troubleshooting. Customers with reagent pumps that continue to fail are advised to contact a customer support representative. Section 9, service and maintenance, describes how to perform reagent pump replacement. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.